Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown. Customer stated that they did not press a button down for 3 minutes or longer. Customer troubleshoot was performed. The customer was advised to the insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.